Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with an infection that developed at the infusion site (leg) while wearing the pod between 24 and 36 hours. It was reported that the patient felt pain at the site during the first day it was applied, the pod was then removed, and the site was reported to be red, swollen, painful and had purulent discharge. The patient¿s parent reported that the doctor informed them that the cannula may have not been properly seated in the infusion site. The patient was diagnosed with an abscessed infection which was then confirmed using a culture to be a staph infection. The patient was treated with unspecified medication administered intravenously as well as another unspecified prescription medication. The patient also received an ultrasound and blood panels, the outcomes of these tests were not reported. The patient was released 6 hours later, on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.